Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that, the patient experienced issues with 13 infusion sets, all of which had bent cannulas. The event dates were from 04/06/2024 to 04/10/2024. The patient noticed symptoms 3 or more hours after insertion, and the infusion sets were used for 0.5 to 12 hours, with one lasting up to 1 day. The site of insertion was the abdomen, and the patient regularly rotated the site location. The patient's blood glucose (bg) was high, but the specific value is unknown. The patient took actions to address the high bg, such as changing out the infusion set, letting the pump do its job, and going for a walk. The patient resolved the issue by replacing the infusion set and resuming insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 13 of 13.